Event description:
Reportedly the pt experienced tightness and pain in calf when walking, cramping in lower extremity moderate claudication (pt had re-stenosis in the stented region in 2006). Target lesion revascularization.

Manufacturer narrative:
Device not returned.